Manufacturer narrative:
(B)(4). Date sent: 11/8/2017. Batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the customer indicated they are requesting a third-party analysis with (B)(4) and we are invited to observe the analysis. She further indicated the (B)(6) year old female patient was undergoing a lung mass removal that the surgeon described as a ¿last ditch effort¿ due to the patient¿s condition. The surgeon is very experienced and they are awaiting autopsy results and device analysis. She will get back to me with proposed dates for the analysis. Additional information requested and received: what were the indications for surgery? Cancerous tumor in the right upper lobe of the lung. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? I cannot confirm, the firing was open and not on a screen that I could view. Was there any extraneous tissue within the jaws distal to cut line during firing? Cannot confirm. Were any clips used during surgical procedure prior to firing of device? No. Were any unusual noises heard during firing? No. Was there any tissue movement during firing? Could not confirm. Was this the 1st firing of device? 2nd firing. Were any staples seen in surgical field after firing? If so, please describe shape. No staples seen in the field. I view the staples on the cartridge after the firing. Staples were lying on the cartridge deck and they appeared to be formed properly. Were provisions made for proximal and distal control prior to firing? Cannot confirm. Is a video of procedure available? No. Received under mw5072767.

Event description:
It was reported that during an open thoracotomy for a right lobectomy, the doctor was using a powered vascular stapler with the vascular reload, no buttressing material, across a vessel and the device cut the vessel but didn't staple the vessel. The doctor wasn't able to control the bleeding and the patient expired. Received under mw5072767.

Manufacturer narrative:
(B)(4). Photos of device were received: picture received shows the proximal part of an anvil with a white reload loaded on the device, staples in proper b-form shape can be appreciated over the cartridge deck. From first to fifth, shows the proximal part of an anvil with a white cartridge loaded, staples in proper b-from shape can be seen over the cartridge deck. Based on the photos alone the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: it was indicated that the first firing was fine and during the second firing, surgeon was struggling a bit to capture the vessel. When the device was fired, significant bleeding occurred. Because it was an open case, the sales representative was not able to visualize the device prior to, during or subsequent to firing; however, when it was removed, he noted fully formed staples adhered to the cartridge on both the proximal and distal end of the cartridge. The sales representative attended the device visual inspection on 12/20 by a third party, ecri engineer. The inspection took place onsite at the hospital and sales representative was able to take photos. He also noted the device is currently in the articulated position with the cartridge loaded. According to hospital personnel, the device was placed in the biohazard bag immediately following the procedure and has not been cleaned, etc.